Manufacturer narrative:
Product event summary: review of the controller log files revealed one high watt alarm logged on (B)(6), 2017, thus confirming the reported high power event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion, high flows, and/or incorrect setting of alarm threshold. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that when the pump restarted it exhibited a power increase with one high watt alarm.

Manufacturer narrative:
The pump was not returned for evaluation. Review of manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed normal operating parameters until (B)(6) 2017. 1 vad disconnect alarm was logged on (B)(6) 2017 likely due to physical disconnection of the driveline from the controller. The reported event of driveline connector not working properly was confirmed via on-site inspection which showed that the connector could easily be pulled out of the controller. A splice repair was performed after unsuccessful attempt to repair the driveline connector locking mechanism. Also, an on-site inspection of the driveline cable revealed that the driveline outer sheath was damaged, and a driveline sheath repair was conducted to mitigate the condition. Based on the risk documentation, the possible root causes of the non-functioning locking mechanism may be attributed to multiple factors including but not limited to damaged connector, presence of foreign material under the connector locking mechanism. Based on the available information, the additional damage to the driveline sheath was a progression of the previously reported damage. An internal investigation was opened to evaluate driveline sheath damages. Based on that investigation, the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the locking mechanism on the driveline connector did not work properly. The connector could easily be pulled out of the controller. A connector locking mechanism servicing was performed initially without success. A splice repair was later performed. The splice repair was performed with the front stator followed by the rear stator. This was uneventful for the patient with successful pump starts after each connector disconnection and reconnection. The patient was asymptomatic during the two pump stops. The remaining driveline with worn down outer sheath was also repaired. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.